Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time. The customer reported that the insulin pump had shut down, but the issue was resolved and the insulin pump was working fine. The customer declined troubleshooting for high blood glucose level. The customer's other blood glucose level was 100 mg/dl. The insulin pump will not be returned for analysis.